Event description:
It was reported that two hours into priming the venous bubble trap was tested by perfusion when fluid was observed coming out of the device during positive pressure. Negative pressure deviation was from -50/-90 with air being introduced into the same port. The blue stop-cock at the top of the device was thought the be the source. (B)(4).

Manufacturer narrative:
(B)(4). A health hazard eval was initiated and the hazard has been defined. Based on new info available 08/01/2014, a re-assessment of the reporting obligation was performed and this event was determined to be reportable. Maquet cardiopulmonary is aware of similar complaints and an internal process ((B)(4)) was initiated to determine the root- cause and implement the appropriate corrective action. A supplemental medwatch will be submitted when add'l info becomes available.